Event description:
The customer reported that during a bowel resection, the device was used and it performed as expected. The surgeon reported that the patient had a post-operation hematoma, but no re-operation was necessary. The device was discarded after the procedure and will not be returned for evaluation. The site contact was not able to provide additional information regarding the device and incident.

Manufacturer narrative:
(B)(4). Date of initial report : 02/05/2015. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.